Manufacturer narrative:
Investigation evaluation: device 1 - our laboratory evaluation of the product said to be involved confirmed the report and determined the needle had a severe bend. The device was returned with the thumb ring stylet wire bent and hanging out of the proximal end of the handle. The needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. The needle was severely bent in the middle of the slot where the fiducials are placed. A visual inspection of the device was performed and three fiducials were returned and not deployed. One of the fiducials was partially deployed with the fiducial past the tip of the needle. A bend in the sheath was observed at 4.5 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated as intended. Pressure was applied to the thumb ring to test deployment of the fiducials, however deployment was unsuccessful. When pressure was applied to the bent stylet wire, additional bends to the stylet wire occurred. The fiducials were removed from the device manually. A dimensional verification under magnification was performed on the needle, the slot the fiducials are placed in and the fiducials. The length of the fiducial slot was within specification. The width of small slot that opens up when the fiducials are being deployed met the specification. The large slot which the fiducials rest in prior to deployment met specification. There were three (3) fiducials returned. The length of the first and second fiducials was within specification. The third fiducial was too bent to capture a measurement of the length. All three (3) met the specification for the tab length. The overall height of the three (3) fiducials iwa within specification. The tab width of the three (3) fiducials were within specification. Device two (2) - our laboratory evaluation of the product said to be involved confirmed the report and determined the needle had a severe bend. The device was returned with the thumb ring stylet wire bent and hanging out of the proximal end of the handle. The needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. There was a sever bend in the middle of the slot where the fiducials are placed. The bend was 5.9 cm from the distal end of the sheath. A visual inspection of the needle was performed and all four (4) fiducials have not been deployed. The first fiducial was partially deployed and bent at the needle tip. A bend in the sheath was observed at 3.7 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated as intended. Pressure was applied to the thumb ring to test deployment of the fiducials, however deployment was unsuccessful. When pressure was applied to the bent stylet wire, additional bends to the stylet wire occurred. The fiducials were removed from the device manually. A dimensional verification under magnification was performed on the needle, the slot the fiducials are placed in and the fiducials. The length of the fiducial slot was within specification. The width of small slot that opens up when the fiducials are being deployed met specification. The large slot which the fiducials rest in prior to deployment meets specification. There were four (4) fiducials returned. No measurements were taken for the first fiducial due to the fiducial being too bent. The second fiducial was bent during the functional test performed during our evaluation. The length of the second fiducial is unknown as the fiducial was too bent to get a true measurement. The length of the third fiducial and fourth fiducial was within specification. The tab length of the second, the third, and the fourth fiducials met the specification for the tab length. The overall height of the second fiducial, the third fiducial, and the fourth fiducial was within specification. The width of the second fiducial, the third fiducial, and the fourth fiducial was within specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "identify desired site based on previous findings from endoscopy, radiography and/or CT scans. Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instruction for use states: "attach device to endoscope accessory channel port." The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. The instructions for use states under system preparation: "advance stylet until resistance is felt to ensure stylet is flush with proximal fiducial marker. Note: excessive pressure on stylet may result in premature deployment." Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used two (2) cook echotip ultra fiducial needles. The doctor was not able to place the fiducials. He had to push with a lot of force and even then he was not able to get the fiducial out of the needle. The devices were evaluated on (B)(6) 2017 and it was observed that the needles had severe bends.